Manufacturer narrative:
(B)(4).

Event description:
Additional information was received in the way of a questionnaire, indicating that this patient had retained cortex in the capsular bag so this is the reason for the increased inflammation and no alcon product is suspected as having contributed to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported one case of toxic anterior segment syndrome (tass) following an intraocular lens (iol) implant procedure. The patient had increased anterior chamber cells for four to five days. The patient was treated with medication and is doing well. The lens remains implanted.